Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Correction to h6 adverse event problem: un-reporting f1905 device revision/replacement, it has been confirmed the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.